Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the grip and switch box had a scratch, air and water, the suction cylinder had no color, the right and left angulation knob had discoloration, the switch flexible printed circuit, plug unit, circuit board unit in suction connector, scope connector cover, micro connector unit in suction connector, scope connector case unit, and cable unit had corrosion due to water leakage. Due to damage on the channel tube, water tightness was lost. Due to a pinhole on the bending section cover or distal sheath,water tightness was lost, the cover of the light guide bundle was damaged, the light guide lens had a crack, and the distal end was shaved and had residual liquid. Due to the annual inspection, parts need to be replaced, the adhesive around the objective lens had wear, water tightness of the forceps elevator has been lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the duodenovideoscope was leaky. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the distal end and inside of the light guide lens had a foreign material. The forceps elevator had a leakage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 & h6. Correction: b5 inadvertently included "the forceps elevator had a leakage.". This issue is not a reportable event. H6 also incorrectly added component code - 4771 - lever and medical device problem code - 1354 - leak / splash. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the stain/foreign material could not be identified nor the specific root cause of why the stain/foreign material remained in the device. However, it is likely that physical stress occurred to the distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. This then caused humidity to invade the light guide lens which led to corrosion. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.